Event description:
It was reported that a boston scientific advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient reported cramping and pelvic pain for which an ultrasound was conducted which showed no abnormalities in (B)(6) 2012. In (B)(6) 2012, the patient complained of dyspareunia, and the physician examination fund a palpable tender spot to the right of the sling location. The patient underwent revision surgery on (B)(6) 2012 where the right arm of the sling was removed. The patient, at the conclusion of the procedure, was reported to be doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.